Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experience high blood glucose. The customer¿s current blood glucose level was 425 mg/dl and other were 259 mg/dl, 195 mg/dl, in night 96 mg/dl, 95 mg/dl, morning but getting to go to lunch from 105 mg/dl, 279 mg/dl took bolus and checked blood glucose 359 mg/dl, customer already took bolus four times. Customer had using insulin pump system within 48 hours of reported high blood glucose event and auto mode was active. Based on customer¿s report customer did allege under delivery. Customer was treated with manual injection. Customer was neither in emergency room, nor admitted into hospital. Customer reported that the presence of air bubble. Customer states he can smell insulin on the site. The insulin pump and reservoir will not be returned for analysis.